Event description:
It was reported by one customer site of an alleged loss of data between our company's software application and another vendor's physiological device. There were no adverse events or patient injuries resultant from the reported alleged malfunction.

Manufacturer narrative:
Upon investigation, it was determined that when the anesthesia care record (acr) application is installed on a workstation running (B)(4), the acr application will fail to retain case data if the user hovers his/her mouse over the notes (comments) pane, the messages pane, or the fluid intake/output screen and a tool tip is displayed. As a result, during this period of inactivity, case data from the physiological monitors are not recorded and case data updates received from other systems (via interfaces and integration) are not retained on the workstation. When the user's mouse is re-positioned, the application will return to its active state and begin to retain case data. The reporting hospital site was notified of the results of the investigation and the potential of the acr screen to become unresponsive. Typically the acr application is used as touch-screen application where the mouse is rarely utilized. This event will not occur on a workstation when the user is using a touch-screen monitor without a mouse. There was no injury on the actual patient and/or no delay in patient care.